Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that battery site is uncomfortable - battery seems to not be sitting flat inside of pocket and is flipping. Pocket revision being performed today. Revising pocket so that battery fits tighter inside and battery can no longer flip inside of pocket  no further complications were reported/anticipated at this time.